Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The pt was asympomatic during this event. The lesion being treated was a 90% restenotic lesion in a previously placed stent in the right coronary artery. The maverick2 monorail balloon was removed and replaced with a quantum maverick monorail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.